Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the lens was exchanged due to poor vision or visual acuity. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Iol returned in a specimen container in a unknown clear liquid. The optic is torn/split-cut. Optical power and resolution could not be verified due to the extensive optic damage. We are unable to confirm the reported complaint. The lens was cut in half through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted due to the condition of the returned sample. Based on the results from the product and batch history record, the lens met release criteria. (B)(4).